Event description:
This report summarizes one malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficult to remove, malposition of device and migration of device or device component. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 18 year old male patient weight was not provided.

Manufacturer narrative:
Of the two reported malfunction, one was reassessed for reportability and determined to be reportable as a serious injury, and reported under emdr 2020394-2021-80199. As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for filter tilt, retrieval difficulties and filter migration. A definitive root cause for the reported event could not be determined. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the devices for both malfunctions were not returned. The lot number was provided for one malfunction and a lot history review was performed. For one of the malfunctions, medical records were provided for review and filter tilt, retrieval difficulties, and filter migration were confirmed. The other reported malfunction did not provided any images or medical records and therefore the investigation is inconclusive for the reported failures. A definitive root cause could not be established. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficulty removing, malposition of device, and migration of device. This information was received from various sources. Both malfunctions involved patients without consequence. One patient was reported as an 18 year old male without weight provided, and the age, weight, and sex were not provided for the second patient.

Manufacturer narrative:
The devices for these events have not been returned to the manufacturer for evaluation. For one of the investigations, the device was confirmed for filter tilt, retrieval difficulties and filter migration. The second investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficulty removing, malposition of device, and migration of device. This information was received from various sources. Both malfunctions involved patients without consequence. One patient was reported as an (B)(6) year old male without weight provided, and the age, weight, and sex were not provided for the second patient.